Event description:
Philips received a complaint by the customer on the v60 indicating that a 1104 "backup alarm failed" alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a 1104 "backup alarm failed" alarm error occurred. The remote service engineer (rse) performed troubleshooting with the customer, confirmed that the 1104 error code was logged in the event log, and informed the customer that the 1104 "backup alarm failed" alarm is a performance verification test (pvt), focusing on the backup alarm test. The rse recommended that the customer advise the staff to keep an eye on the device and report any issues if the device is passing pvt since the error did not reoccur and should be found during the power on self-test (post); however, if the error reoccurred, the rse also informed the customer that the manufacturer¿s recommendation would be to replace the motor controller (mc) printed circuit board assembly (pcba) and provided the customer with the part number and price of the mc pcba for repair. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further case information regarding the repair and whether the 1104 error occurred at post; however, no response was received from the customer. It is therefore unknown what the outcome of the reported issue was, and no further information could be obtained. The investigation concludes that no further action is required at this time. This file is closed and can be reopened if new information becomes available.